Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in its system impedance measurements. Technical services (ts) was consulted and discussed the stored data as therapy delivery under the measurements. The measurements were within range for the system impedance measurements for an s-ICD system. At a later date, this s-ICD system was explanted and replaced. No adverse patient effects were reported. Additional information from the field indicates this s-ICD system exhibited high out of range shock impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in its system impedance measurements. Technical services (ts) was consulted and discussed the stored data as therapy delivery under the measurements. The measurements were within range for the system impedance measurements for an s-ICD system. At a later date, this s-ICD system was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in its system impedance measurements. Technical services (ts) was consulted and discussed the stored data as therapy delivery under the measurements. The measurements were within range for the system impedance measurements for an s-ICD system. At a later date, this s-ICD system was explanted and replaced. No adverse patient effects were reported. Additional information from the field indicates this s-ICD system exhibited high out of range shock impedance measurements. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.